Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 it was reported by the patient that infusion set cannula has a slights/bend curve. Bent cannula occured within 6 hours of use. Infusion set was in use for about hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1; patient city; (B)(6). Patient country; canada.